Event description:
It was reported that the device exhibited oversensing of noise. The unipolar atrial capture threshold had risen to 2.0 v and the bipolar threshold had risen to 3.0 v. Bipolar atrial sensing was reported as 1.5 mv to 2.0 mv. The device was programmed to vvir to stop the pulse generator from tracking at the maximum tracking rate.